Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose of 433 mg/dl. The customer needed assistance in transmitter connection. They declined troubleshooting for high blood glucose. The device will not be returned for analysis.